Event description:
It was reported by the patient who stated that she has an electric shock every time that she moves her arm. The patient is using the spinal pak. The patient is using the electrodes on the cervical area. The patient changes and moved around every 4 days. Only the right side gives her an electric shock. The pain is on the skin. The patient rated her pain as a 10 on a scale of 1 to 10, which is considered severe. For a couple of minutes. The patient did not contact her doctor. The patient did not take anything for the pain. The patient is using the spinal pak on the cervical area. The patient had mentioned that she did have those shocks before and after her surgery, however, they seem to increase in amplitude since wearing the stimulator. She did mention that the nurse at the physician's office mentioned prescribing a muscle relaxer. The patient is not using the stimulator. The patient stated that she is having an electric shock when she is using the unit or not. It was later reported on (B)(6) 2022, that the patient reported that she spoke with her doctor and she is still treating with the product and is no longer having the electric shocks.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient who stated that she has an electric shock every time that she moves her arm. The patient is using the spinal pak. The patient is using the electrodes on the cervical area. The patient changes and moved around every 4 days. Only the right side gives her an electric shock. The pain is on the skin. The patient rated her pain as a 10 on a scale of 1 to 10, which is considered severe, for a couple of minutes. The patient did not contact her doctor. The patient did not take anything for the pain. The patient is using the spinal pak on the cervical area. The patient had mentioned that she did have those shocks before and after her surgery, however, they seem to increase in amplitude since wearing the stimulator. She did mention that the nurse at the physician's office mentioned prescribing a muscle relaxer. The patient is not using the stimulator. The patient stated that she is having an electric shock when she is using the unit or not. It was later reported on (B)(6) 2022, that the patient reported that she spoke with her doctor and she is still treating with the product and is no longer having the electric shocks. The spinal pak was not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.